Event description:
It was reported, the device stopped working five months prior to the report. The hcp performed x-rays which confirmed the lead wires had moved, but the cause was undetermined. The therapy was reportedly not covering the pain. It was noted that the patient's leads needed to be moved, and was still in the process of being referred to a neurosurgeon. Patient outcome was unknown at the time. If additional information becomes available a follow-up report will be submitted.

Event description:
As of (B)(6) 2014 no troubleshooting or interventions had been taken or planned. The patient was given several names for hcp referrals.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).